Event description:
It was reported that an accuracy deviation of over 2mm was observed by the manufacturer sales representative during a spinal fusion procedure at the healthcare facility, after transfer of the scan from the siemens c-arm. It was reported that the distance between the instrument tip and the bone surface shown by the system indicated that the instrument was sitting higher than the actual position on the patient. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.